Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A CT-scan shows a partially extruded electrode on the left. A fibrous capsule has formed around the partially extruded array.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the information received, the device was not providing benefit to the patient due to a post-operative active electrode migration out of cochlea, as confirmed by diagnostic images. Furthermore, facial nerve stimulation was reported on some channels as a result of the migration. The concerned device had been revised successfully, therefore it remains implanted and in use.

Event description:
A CT-scan shows a partially extruded electrode on the left. A fibrous capsule has formed around the partially extruded array. The patient underwent a revision surgery.